Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
(B)(4) clinical study. It was reported that during a carotid intervention, a stent migration occurred. The 10x24mm carotid wallstent was successfully deployed into the right internal common carotid artery. While the physician was withdrawing the stent delivery system, the nose cone of the device caught the distal edge of the stent in the internal carotid artery and the stent was pulled back slightly. Due to this, another 10x24 mm carotid wallstent was deployed successfully further distally in the internal carotid artery overlapping into the common carotid artery. The patient is part of the (B)(4) study. The procedure was successfully completed with this device. Patient condition listed as "fine".